Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgical intervention is the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision was chosen for implant using an small flexnav delivery system. The length of the membranous septum was 1.7mm. The valve was implanted at a depth of 3mm. Few days after the navitor implant, a complete atrioventricular block (cavb) was occurred in the patient. A permanent pacemaker was implanted after the implant and the hospitalization period was extended for follow-up monitoring of the patient¿s heart rate. The patient was reported stable.